Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: prevention method is described in the reprocessing manual jf type 260v,tjf type 260v chapter 3 cleaning, disinfection, and sterilization procedures. Inspection method is described in the operation manual jf type 260v,tjf type 260v chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope had defects of the distal end cover. There was no patient harm associated with the event. The device was evaluated, and it was found that there were foreign objects in the forceps wire. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the forceps wire having foreign objects due to insufficient cleaning, additional findings were as follows: due to wear of angle wire, bending angle in up direction did not meet standard value; due to wear of angle wire, the play of up/down knob was out of standard value; adhesive on bending section cover had a chip; adhesive around light guide lens was peeled; nozzle was deformed; control unit had discoloration; and the electrical connector had discoloration due to water leakage. The following device components were scratched: plastic distal end cover; suction connector; universal cord; grip; scope cover; switch box; forceps elevator knob; right/left knob; control unit; and up/down knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.